Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit is not powering on.the customer reported there was no patient involvement.

Manufacturer narrative:
Device was not returned, no failure evaluation performed. The field service technician replaced the interconnections panels part number 453561506371 to resolve the issue. No parts were returned therefore no root cause could be determined.